Event description:
A peritoneal dialysis (pd) patient reported being sent to the hospital for not being able to drain. The patient stated being admitted to the hospital and found to have an infection and low sodium levels. The patient stated they are currently completing hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was not able to drain and went to the hospital on (B)(6) 2025. The patient was admitted to the hospital with a diagnosis of peritonitis. No information related to culture results, antibiotic therapy, or the cause of the peritonitis was available. The pdrn did confirm the patient was diagnosed with hyponatremia, but it is unknown what caused the low sodium and unknown what intervention the patient received to correct the deficiency. It was not confirmed if the low sodium was related to pd therapy. No additional information was available. The patient remained hospitalized.

Manufacturer narrative:
Correction: g.3. Date on the initial MDR should be 8-12-2025 correction: b.2.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and the use of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The hyponatremia was unconfirmed to be related to the patient¿s pd therapy. Hyponatremia is one of the most common electrolyte disorders and it can be associated with poor clinical outcomes. Common mechanisms leading to hyponatremia in pd can be multiple including water intake in excess of sodium and/or low water excretion; low sodium diet and/or excessive ultrafiltration; phosphate/potassium deficit leading to water redistribution; hypothyroidism, hypoaldosteronism, and other diseases. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being sent to the hospital for not being able to drain. The patient stated being admitted to the hospital and found to have an infection and low sodium levels. The patient stated they are currently completing hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was not able to drain and went to the hospital on (B)(6) 2025. The patient was admitted to the hospital with a diagnosis of peritonitis. No information related to culture results, antibiotic therapy, or the cause of the peritonitis was available. The pdrn did confirm the patient was diagnosed with hyponatremia, but it is unknown what caused the low sodium and unknown what intervention the patient received to correct the deficiency. It was not confirmed if the low sodium was related to pd therapy. No additional information was available. The patient remained hospitalized.

Event description:
A peritoneal dialysis (pd) patient reported being sent to the hospital for not being able to drain. The patient stated being admitted to the hospital and found to have an infection and low sodium levels. The patient stated they are currently completing hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was not able to drain and went to the hospital on (B)(6) 2025. The patient was admitted to the hospital with a diagnosis of peritonitis. No information related to culture results, antibiotic therapy, or the cause of the peritonitis was available. The pdrn did confirm the patient was diagnosed with hyponatremia, but it is unknown what caused the low sodium and unknown what intervention the patient received to correct the deficiency. It was not confirmed if the low sodium was related to pd therapy. No additional information was available. The patient remained hospitalized.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed signs of physical damage: heater tray discolored, rs232 port missing jack screws. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.